Event description:
The reporter contacted animas on (B)(6) 2013 reporting that at healthcare professional (hcp) appointment yesterday it was discovered that there were wrong history readings in the pump. Pump reporting very low total daily dose and also not reporting boluses taken. Also the pump not recording last two weeks for hcp to download. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: during investigation, a review of the pump history showed that the daily insulin delivery totals appeared inconsistent due to a time/date issue. The pump passed a flow accuracy test and was found to be delivering within required specifications. Basal rates were accurately recorded in the total daily dose history during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.